Manufacturer narrative:
Results of investigation: the avea user interface module (uim) display assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the issue was determined to be material fatigue causing touch screen damage.

Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the failure analysis technician powered on the avea uim (user interface module) and was able to duplicate the reported issue, as the touch screen was unresponsive. A visual inspection of the internal components found no visual damage but the root cause of the issue was determined to be material fatigue causing touch screen damage.

Event description:
The customer stated that the touchscreen was unresponsive to the touch. He attempted to use the touchscreen in service mode and there was still no response. There was no patient involvement.